Event description:
Customer reported a pt sample with anti-e and anti-m did not react with selectogen lot s032 when tested using the tube method. No death or serious injury is associated with this event.